Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was not extending fully, and the user had to manually pull it out completely to access the required medications. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. The field service engineer realigned the ball bearings cage and installed one new rear slide bumper on the slide rails for auxiliary full height drawer 3. As a result, the drawer opens and closes properly and smoothly. Additionally, during preventive maintenance one new front slide bumper was installed on main half height drawer 5.2. The system functioned as intended after the field service engineer repaired the device.